Manufacturer narrative:
Result of investigation: the root cause of the issue was the inspiration valve nt kit bellavista 1000. Intermittently instead of alarm 400 and error 6, alarm 401 and error 9 is active. As resolution inspiration valve nt was replaced. After testing everything is working within specs. Additional information: information received from the customer indicated that the reported event occurred during ovp (operational verification procedure). There was no patient involvement associated with the reported event.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). At this time, the suspect device has not been returned for evaluation. However, during analysis of logfiles it shows error code 4, 6 and 9 on the inspiration valve. During calibration it triggers various errors. Inspiration valve nt was sent under warranty. No root cause has been determined at this time, since the investigation is still ongoing. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available

Event description:
The customer reported that the bellavista 1000's has error code 400 "inspiration valve or device leaky" and has not stopped alarming. At this time there was no information of patient involvement from this event.